Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 774384) inserted for female sterilization. The patient's past medical history included appendectomy and cholecystectomy. Concurrent conditions included abdominal pain and vomiting. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh da vinci with cystoscopy.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: 3.6cm x 3cm cystic lesion of the left adnexa hysterosalpingogram - on (B)(6) 2012: occlusion of bilateral fallopian tubes she had essure confirmation test(s) conducted, result not provided. On 30-jun-2014, pathology report revealed cervix showing erosion, chronic inflammation and focal squamous metaplasia. Dyssynchronous endometrium. Myometrium showing focal fibrinoid necrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter's information and lot number were added. Concomitant disease, historical conditions and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2012, appendectomy, cholecystectomy and procedural bleeding. Concurrent conditions included abdominal pain, vomiting, lower abdominal pain, back pain (with radiation), muscle spasm, hyperthyroidism, fatigue, pap smear abnormal and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy ¿ full) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, fatigue and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: results: 3.6cm x 3cm cystic lesion of the left adnexa. Hysterosalpingogram - on (B)(6) 2012: results: occlusion of bilateral fallopian tubes. Diagnostic results: she had essure confirmation test(s) conducted, result not provided. On (B)(6) 2014, pathology report revealed cervix showing erosion, chronic inflammation and focal squamous metaplasia. Dyssynchronous endometrium. Myometrium showing focal fibrinoid necrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received event " abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, vaginal discharge, bladder infection, vaginal infection, fatigue, gi conditions" were added. Outcome of event " pain" was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)') in a 40-year-old female patient who had essure (batch no. 774384, 77464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2012, appendectomy, cholecystectomy and procedural bleeding. Concurrent conditions included abdominal pain, vomiting, lower abdominal pain, back pain (with radiation), muscle spasm, hyperthyroidism, fatigue, pap smear abnormal and dysmenorrhea. Concomitant products included diazepam, medroxyprogesterone acetate (depo provera), sulfamethoxazole;trimethoprim (soma ds) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), urinary tract infection ("urinary tract infection frequently") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy ¿ full), oophorectomy(bialateral removal ovaries) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, fatigue, gastrointestinal disorder, vaginal haemorrhage, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain. Discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: results: 3.6cm x 3cm cystic lesion of the left adnexa. Hysterosalpingogram - on (B)(6) 2012: results: occlusion of bilateral fallopian tubes. Diagnostic results: she had essure confirmation test(s) conducted, result not provided. On (B)(6) 2014, pathology report revealed cervix showing erosion, chronic inflammation and focal squamous metaplasia. Dyssynchronous endometrium. Myometrium showing focal fibrinoid necrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: product lot number added, event was added- abnormal bleeding(vaginal), urinary tract infection frequently and dyspareunia (painful sexual intercourse). Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)') in a 40-year-old female patient who had essure (batch no. 77464 - not valid , 774384) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2012, appendectomy, cholecystectomy and procedural bleeding. Concurrent conditions included abdominal pain, vomiting, lower abdominal pain, back pain (with radiation), muscle spasm, hyperthyroidism, fatigue, pap smear abnormal and dysmenorrhea. Concomitant products included diazepam, medroxyprogesterone acetate (depo provera), sulfamethoxazole;trimethoprim (soma ds) and tramadol. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), urinary tract infection ("urinary tract infection frequently") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy ¿ full), oophorectomy(bilateral removal ovaries) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved and the menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, fatigue, gastrointestinal disorder, vaginal haemorrhage, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain. Discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: results: 3.6cm x 3cm cystic lesion of the left adnexa. Hysterosalpingogram - on (B)(6) 2012: results: occlusion of bilateral fallopian tubes. Diagnostic results: she had essure confirmation test(s) conducted, result not provided. On (B)(6) 2014, pathology report revealed cervix showing erosion, chronic inflammation and focal squamous metaplasia. Dyssynchronous endometrium. Myometrium showing focal fibrinoid necrosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: update of information (batch is invalid) product technical complaint . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 774384) inserted for female sterilization. The patient's past medical history included appendectomy and cholecystectomy. Concurrent conditions included abdominal pain and vomiting. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh da vinci with cystoscopy.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: 3.6cm x 3cm cystic lesion of the left adnexa. Hysterosalpingogram - on (B)(6) 2012: occlusion of bilateral fallopian tubes she had essure confirmation test(s) conducted, result not provided. On (B)(6) 2014, pathology report revealed cervix showing erosion, chronic inflammation and focal squamous metaplasia. Dyssynchronous endometrium. Myometrium showing focal fibrinoid necrosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove of essure). Essure was removed in june 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.